Event description:
After a (pci) percutaneous coronary intervention was completed, the atw guidewire was being removed, but resistance was encountered. The user pulled the wire out with force and noticed that the coils were unraveled and stretched. The distal tip of the guidewire broke in two pieces. The distal piece was left within the pt's distal vessel, by crushing it against the wall. The physician indicated that the distal piece was left within the vessel because it was far in the peripheral vasculature, and there would be an unlikely adverse effect. The pt was informed correspondingly and his condition was good.